Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: review of bb shows por's occurred on (B)(6) 2015 & (B)(6) 2015 following eaw (B)(4); replace battery alarm. Battery voltage in the bb is low; battery replaced on (B)(6) 2015. Bb shows battery voltage immediately after battery change was low. 24 hour test failed; low battery alarm occured after @ 2 hours; pump delivered for only 12 hours following replace battery alarm. The pump electrical current draws were tested and were found to be high; out of specification. Leak test performed; failed due to pump case leak. Pump case crack at the case seal (bottom right side neas display lens). Pump opened; evidence of moisture/rust found inside cover, transceiver pcb and battery/power circuit. Returned battery cap used to perform investigation. Battery cap attaches securely to pump. Display screen is dim/faded (pink) (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.